Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Hospital address and telephone not available for reporting. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 03.114.001 lot#: h288454 (non-sterile) - 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates. Quantity: (B)(4). Inspection sheet for incoming final inspection & certificate of compliance received from avalign meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: supplier - (B)(4) packaged by: (B)(4). Manufacturing date: 27-feb-2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported surgeon purchased the device on (B)(6) 2017. While testing the equipment pre-operatively on (B)(6) 2017, it was noted the drill sleeve would not attach to the plate. Other devices, such as screws and bending pin attached to the plate with no problem. No patient or surgical involvement. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1), bending pin (part number unknown, lot number unknown, quantity 1). This report is for one (1) drill sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR reviewed for lot h288454 part 03.114.001 there is no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot number etch was confirmed viewing under a microscope. While viewing product under a microscope noticed white dust on the part possibly from being transported in the green envelope which had paper like liner on one side. There was no obvious damage to the part. Under magnification it is apparent that the first ½ turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. Complaint sample was photograph under magnification on microscope z0850. Parts were tested in one plate each of 02.114.002, 02.114.004, 04.114.006, and 04.114.014 and failed to engage threads. The available data supports the complainant description of the complaint condition of "drill sleeve couldn't be attached to a plate" therefore this complaint is confirmed. As part of bounding reviewed part 03.114.003 which has a similar thread. Obtained one part from each lot ft00326 and ft00486 from inventory. Photographed each part using microscope z0850. These parts have clean threads with no pinching or rolling on the first threads and had no issues engaging the threads on the plates listed above. The primary difference between the two parts 03.114.001 and 03.114.003 is that 03.114.003.1 component is deburred using a bead blast process because it is called out on the drawing. 03.114.001 drawing does not have a bead blast step called out on it. Bead blast would clean the threads of the razor edge that is currently rolled into the thread channel. Supplier investigation: a review of the DHR showed that the parts were manufactured and inspected to print specifications without non-conformances. The manufacturing, quality and engineering team reviewed the suspect part. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. This occurred when the part being was processed through a red-wheel operation to provide a uniform finish instead. The part design allows a first thread geometry to be thin which would not be maintained when processed. Regarding inspection and the cause for escape, avalign followed the defined inspection methods required by synthes. A plate indicator and thread overlay were utilized and neither method detected the thin or rolled thread condition. The part would engage in the plate and did not indicate a rolled thread. A review of DHR concluded that product met all specifications at time of shipment. Appropriate and relevant steps have been take to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.